Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. It was noted that the pump was received with a normal operating current and no damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via email that she had a pump that was not working at all and the screen is black, blank, or splotchy. Customer stated that she was at the beach yesterday for several hours. Customer has her novolog and a syringe to keep her blood sugars down. Customer stated that she will need a new insulin pump. After troubleshooting, the customer stated that the display did return. Customer performed a self test and the pump passed. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy.